Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was not completing the air removal step prior to filling the cartridge with insulin. The customer primed the tubing to resolve the issue.